Event description:
It was reported that a uromax ultra dilation balloon catheter device was used in a procedure. Reportedly, after opening and tried to use with contrast, a leaking was noticed through the carack on the side of the tube. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to 06/01/2026 based on the date the manufacturer became aware of the event. Block h6: device code a050401 captures the reportable event of balloon leak.